Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Adapter tightening bolt broke off in 3 pin clamp. Case type: tha.

Event description:
Adapter tightening bolt broke off in 3 pin clamp. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that adapter tightening bolt broke off in 3 pin clamp. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 46 devices were manufactured under lot no 19130711 and accepted into final stock on (B)(6) 2011. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112240, lot number 19130711, shows 01 additional complaints related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.